Event description:
It was reported that during a stenting treatment procedure, vessel dissection occurred. The target lesion was located at the mid left anterior descending (lad) artery. A 2.75x28mm promus element stent was used to treat the lesion. While taking the final shoot, the physician found that there was a dissection in the artery. To cover the lesion, the physician deployed a 2.55x24mm liberte stent to treat the dissection. It was reported that the patient was stable throughout the procedure. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).